Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1938dss was received for investigation. Visual inspection identified that the drill bit had cold-welded to the metal sleeve of the drill guide and was unable to be removed for dimensional analysis. The plastic of the guide was noticeably bent/damaged. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 11/4/2021, it was reported by a sales representative via sems that an ar-1938dss suturetak kit's drill bit got stuck in the guide. This was discovered during a procedure.